Event description:
It was reported that multiple occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin.